Manufacturer narrative:
Pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No unexpected failed battery test alarms/battery failed alarms during testing. Pump received with scratched case, cracked battery tube threads, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No unexpected failed battery test alarms/battery failed alarms during testing. Pump received with scratched case, cracked battery tube threads, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The alarm was recurring multiple times per day. The battery cap was not damaged. Customer's blood glucose level was 8.5 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.